Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. It was reported the patient was going to have their pump explanted. It was indicated the device gave her relief in the beginning. The patient reported the doctor turned "her up to 3" and made her pain worse so she asked him to turn it down. The doctor turned it down and put saline in her pump three weeks earlier, relative to (B)(6) 2019. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. Explant was potentially planned for (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event were not available. The patient's medical history included htn (hypertension) and chronic pain.